Event description:
Patient's pump beeping continuously. Rn in to review, pump channel opened and it was noted that there was leakage of the coming from the tubing. Tubing replaced. FDA safety report ID # (B)(4).